Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that error 1 message was observed. This complaint was not resolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter involved with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be made at this time. Once the evaluation has been completed, a supplemental report will be filed.